Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. Several unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on the available device information, kci's assessment remains the same; it cannot be determined that the alleged amputation is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device was not returned to kci for evaluation. The patient's wound is an infected diabetic foot ulcer that underwent amputation prior to initiating v.a.c.® therapy. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged amputation is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient's wound is a infected diabetic foot ulcer that underwent amputation prior to initiating v.a.c.® therapy. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, and cellulitis of the incision area.

Event description:
On 26-jun-2020, the following information was reported to kci by the hospital case manager: on (B)(6) 2020, the patient was hospitalized allegedly due the wound not healing. The patient subsequently underwent an amputation, and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued. No additional information is available. A device evaluation for activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.